Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, it was reported by the parent that the pediatric patient experienced diabetic ketoacidosis (dka) following poor patch adhesion which occurred 5 days after the sensor had been inserted in the arm. Per documentation, the sensor fell off on (B)(6) 2023 and on the same day, the patient vomited 3 times at school. It was not documented whether the bg was checked at this time. The school nurse noticed the sensor was not adhered to the patient's arm. It was not documented whether the patient or any caregiver had awareness of the sensor becoming unadhered prior to this moment. The nurse called the parent who transported the patient to the hospital. At that time, the patient was reportedly nearly in a diabetic coma. The patient was diagnosed with dka and treated with insulin during the 2-day hospitalization. At the time of the report, the patient was okay. Data was provided for investigation and the allegation was undetermined. Data investigation could not confirm an unspecified issue on (B)(6) 2023. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.